Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was protruding on one side. Reportedly, the patient started feeling discomfort on the day of the call. The patient had physical therapy for a fractured shoulder and was suggested to call the doctor's office. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.